Event description:
The customer reported via phone call that they were hospitalized due to experienced diabetic ketoacidosis on (B)(6) 2022 for 3 days. The blood glucose reading was 815 mg/dl. The current blood glucose was unknown. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with IV insulin drip. The customer was feeling sick, tired , confused and pain at the time of hospitalization. The auto mode feature was not active at the time of incident. Customer feels okay to troubleshoot. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.